Event description:
It was reported that during a da vinci-assisted surgical procedure, the wrist of the 8mm force bipolar looked like it was broken/not functioning properly. Surgeon tried to straighten wrist and open jaws for removal of instrument. Emergency instrument kit was used to assist. An instrument was unable to be removed from trocar. Surgeon scrubbed back in to removed instrument and trocar. Instrument removed once trocar removed from patient. The procedure was converted to open surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument tip/wrist was broken. There was not report of patient injury. The procedure was converted to open surgery was not due to instrument issue as per the surgeon. The instrument was not stuck on the tissue. The instrument was inspected prior to use and the scrub techs did not notice the instrument wrist was broken.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported event. The instrument was found with one grip severely bent. The damage was found at the groove of the grip base. As a result, the grip could no longer open and close properly. This failure is most commonly caused by mishandling/misuse, such as applying excessive force to the grips.